Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be infused. The user attempted to infuse the balloon through the irrigation site and failed.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected the exterior of the sample, and did not find any evidence of a failure that would support the reported event. Evaluation found that the catheter can be inflated without difficulty. The catheter was dissected and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon could not be infused. The user attempted to infuse the balloon through the irrigation site and failed.